Event description:
Attorney alleges patient underwent additional surgery to replace failed extension with respect to the failure of an activa device. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.